Manufacturer narrative:
Surgeon experienced numbness, redness and bruising while performing the procedure. (B)(6). Subject device was returned for evaluation. Visual inspection identified the stripping edges were rounded. Condition of subject device is consistent with normal wear and tear. Device is in need of refurbishment. Instructions for use (IFU) state: ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device¿. A review of the device history records was performed which confirmed no inconsistencies. A complaint history review did not identify additional complaints filed for the manufactured lot. Per results of the investigation, the root cause is ¿improper maintenance¿. At this time, no further investigation will be implemented. (B)(4).

Event description:
During a tendon harvesting procedure utilizing the tendon stripper (slotted), it was reported that while attempting to harvest a tendon, the device was blunt. It was reported that the surgeon had to use extreme force which caused the numbness and redness on his hands, which lead to bruising. It was reported that there was no harm to the patient. It was reported that there was no backup device available. (B)(4).